Event description:
Hello it was reported that during surgery the device was operating quitter than normal and was operating at a slower speed. No harm or damage to a graft were reported. A 1-15 minute delay was reported with the patient under anesthesia. An additional device was used. No other adverse events were reported along with this event.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the motor rpm speeds were lower than specification; failed motor. The motor, switch, reciprocating arm, width plates and various bearings were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.